Event description:
It was reported that the ventricular lead exhibited noise and oversensing on stored electrograms. The noise could be reproduced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.